Event description:
In 2007, the patient was implanted with a gore tag thoracic endoprosthesis to repair a ruptured thoracic aortic aneurysm. It was noted that the graft was kinked after deployment due to marked tortuosity of the patient's thoracic aorta. The physician attempted to implant another gore tag device, but encountered difficulty inserting it through the previously placed graft. While attempting to remove it, however, the device deployed in the patient's abdominal aorta. The patient was converted to open surgical repair. After surgery, the patient was transferred to the intensive care unit in guarded condition. Subsequently, the patient experienced renal and respiratory failure. Two days later, the patient died from shock and bowel ischemia secondary to a dissecting thoracic aortic aneurysm.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patient populations with rupturing aneurysms. Complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: improper placement of endoprosthesis, ischemia, renal failure, surgical conversion, and death. Additional device related to this event: tg4010 and tg4020. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.